Event description:
The customer originally returned his olympus evis exera duodenovideoscope due to the distal end having been damaged during reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as the forceps elevator had foreign material present. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, foreign material was found in the forceps elevator. Additionally, the objective lens as well as the universal cord had scratches present. The adhesive on the distal end was cracked. Water tightness had been lost due to damaged on the k-pipe. The distal end had sustained multiple points of damage, including cuts, burrs, and overall slack. The connecting tube had buckling present. The color ring had a crack in it. The light guide cover glass was dirty. The connectors were also found dirty with some corrosion present. Due to wear of the angle wire the bending angles were out of specification. Due to damage of the charge coupled device unit, the image was noted foggy. As a result of damage to the switch box, all of the switches were non-operational. The light guide bundle had a break in it and the adhesive around the light guide lens was worn. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due the severed k-wire, the elevator did not work and cleaning under forceps elevator was insufficient resulting in the foreign material to remain in place. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) says about an infection-control risk caused by insufficient reprocessed device as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ IFU (reprocessing manual): manual cleaning: ¿brush the forceps elevator shows detail of reprocessing method of forceps elevator and around forceps elevator.¿ moreover, IFU (operation manual) says to check foreign material at forceps elevator during inspection prior to use in ¿inspection of the endoscope¿. Additionally, IFU says to reprocess device before returning device for repair in ¿returning the endoscope for repair¿ as below: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide correction information originally reported within the initial mw.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.